Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that they discovered a monoject syringe where the tip has broken off, and returned a photo of material 8881135609, lot 2217912864. The photo verified the complaint, the luer post on the syringe was broken off. The photo and investigation were escalated to the syringe supplier, cardinal health. The cardinal health investigation was only able to provide the DHR: the device history record for each lot affected was review, showed that manufacturing and inspection product was performed as per applicable procedures and validated process. All inspection results was carry out and were within acceptable criteria as per established sampling plan levels quality procedures. Additional no ncrs opened during manufacturing process. Quantity manufactured: (B)(4) units date manufactured: 6/29/2022 the root cause is unknown without the supplier sample investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd mon syringe barrel assembly was broken. The following information was received by the initial reporter with the verbatim: they discovered a monoject syringe where the tip has broken off. It is the taller section inside the tip barrel. Customer said she does still have the sample of affected syringe.